Event description:
A pt's transfer set's white cover (clamp) breaks easily and moves freely along the set. Sample will be requested. Transfer set was in place approximately one month. No pt injury reported.